Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient was admitted to hospital due to a thoracic aortic aneurysm rupture. Pre-measurement of the ruptured aneurysm was 70 mm and the patient was in shock and suffered from hemoptysis. The patient was implanted with two gore® tag® thoracic endoprostheses (tgt3415/8458300, tgt3415/8405931). The procedure was concluded successfully. On (B)(6) 2010, the patient suffered from paraplegia. A wait-and-watch approach was taken to the paraplegia. It was reported that, according to the physician, the paraplegia was a procedure-related event. On (B)(6) 2011, the patient was discharged from the hospital with paraplegia remaining. Aneurysm diameter was 57 mm. In (B)(6) 2011 (exact date unknown), the patient expired due to cerebral infarct in another hospital.